Event description:
The customer was hospitalized for low blood glucose levels. On the night prior to hospitalization, the customer gave herself insulin, which resulted in a low blood glucose level. The customer treated her low blood glucose by eating. The customer was hospitalized shortly after. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.